Event description:
The facility stated the surgeon attempted to implant a aq2010v 3 piece silicon lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. It was unknown what caused the lens to tear. No pt injury . The injector model msi-pm, lot number was unknown. The cartridge model aq cartridge fp, lot number was unknown.